Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The measurements had been stable in the 80 ohms range and then fluctuated between 80 and greater than 200 ohms. It was reported that the shocking impedance measurement was normal in the coil to can vector and out of range in the distal coil to proximal coil vector. Boston scientific technical services (ts) provided troubleshooting options. Additional information obtained indicated that the patient has been scheduled for a defibrillation threshold (dft) test and a lead x-ray at a future date. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.